Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. While 2d was working, 3d was not starting the scan to x-ray timeout. Troubleshooting was performed, after checking the connectors on the atp board the system works. It was suspected a bad connector connection. Atp board connectors checked, after the initial error the reported issue was not reproducible anymore. System functions checked. The manufacture date was not available at the time if reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the 3d scan was not possible. No patient was present at the time of the event. Additional information was received stating that there was not troubleshooting done at the time of the event because no medtronic representative was at the site to perform troubleshooting until the next day. The probable cause of the reported issue might have been the connectors having bad contact or the wires having an issue. As the reported issue was at one moment and not able to be reproduceable anymore. The rep closed the system and suspected that there was bad contact or a wire issue.